Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient developed a rash and redness under the sensor patch. The patient had itching sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the parent took the patient to an urgent care clinic and a healthcare provider (hcp) administered a steroid injection (prednisone). The patient was discharged home with a prescription for over the counter flonase spray and an oral antibiotic medication (keflex 500 mg, three times per day for 10 days). No additional patient or event information is available.